Event description:
Boomerang used to achieve temporary hemostasis. After boomerang removed, manual compression held for 10 minutes. No sign of hematoma. Cardiva notified in 2006 that the pt had a retroperitoneal bleed.

Manufacturer narrative:
Cardiva medical has contacted the user and left messages and will continue to contact the user to get more info (ie. Pt description, etc.)